Event description:
Customer reported that the insulin pump was alarming during the prime process. Customer had two motor alarms during bolus prior to the prime alarm. During troubleshooting, customer reported that the drive support cap was protruded. The insulin pump was exposed to the court house security. Blood glucose level was 115 mg/dl. Advised the customer that the insulin pump will be replaced. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.